Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney's report of pt's alleged abdominal pain, gi bleeding, subsequent surgery, ischemic bowel and an "opening" of the mesh to take down adhesions, after which the colon and the bowel became dilated.